Event description:
It was reported that far field r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient developed paroxysmal atrial fibrillation and inappropriate mode switching was observed. Programming changes were recommended. The patient was in stable condition during the visit.